Event description:
It was reported that while doing the procedure of PICC insertion and she opened the new PICC packet/kit, and she found the needle inside the kit was opened which use to be cover in blister pack in other kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the needle was uncovered in the packaging was confirmed but the cause is unknown. A photograph of the implicated 4fr single-lumen groshong PICC insertion tray was returned for evaluation. The kit tray had been opened prior to taking the photograph. The components inside the kit appeared unused. The safety packaging cover was no longer over the introducer needle. The packaging cover was found within the correct component slot of the tray, but the needle was outside of its intended component slot. A review of the kit packaging confirmed that the needle should be packaged within the removable protective cover but does not come in its own component pouch or packaging. It is unknown when or how the protective cover separated from the needle. It is possible that the cover was misassembled during manufacturing, or it may have become loose during shipping/handling. This complaint will be recorded for future trending and monitoring purposes.